Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 59mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. The caller stated that he is not using the device, but he was able to push the support cap back in, and the device started to function properly. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with scratched lcd window, cracked case display window corner, cracked reservoir tube lip and scratched reservoir tube window.